Event description:
It was reported that there patient has pain near her crotch area after total hip replacement at another hospital. Just before the surgery ((B)(6) 2013,) the wright medical rep advised that she has a stryker cup and wright profemur stem. It was confirmed at surgery. The stryker cup, the wright modular neck and wright femoral head were exchanged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to potential loosening involving a tritanium shell was reported. The event was not confirmed. Clinician review of the provided records concluded "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials related to the stryker acetabular component in this case were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. Revision operative reports and return of the devices would be required to confirm the reason for revision and investigate the root cause.

Event description:
It was reported that a tritanium revision cup was used and mdm also.